Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the power module needed to have the bottom cover replaced.

Manufacturer narrative:
Section h3, h4: additional information. Section d10: power module bottom housing was returned for further evaluation on 24jul2020. Manufacturer's investigation conclusion: the reported event, of a power module with a damaged housing, was confirmed by technical service. The feature on the housing for the ac power cord retention latch (that secures the ac power cord to the ac inlet connector) was damaged. The retention latch ear on the bottom housing had broken off ¿ rendering the latch unusable. Additionally, the monitor connector had a dislodged ground terminal and the retention tab on the backup battery clip broke off. The bottom housing was replaced and the retention latch reinstalled (onto the housing). The monitor cable assembly and the backup battery cable assembly were replaced. The repaired power module was functionally tested and returned to the customer. Incidental findings: the damage to the monitor connector and backup battery clip were observed during service. The customer did not report those issues. Power module setup, care and maintenance are addressed in the heartmate 3 lvas instructions for use, the heartmate ii lvas patient handbook and the heartmate power module instructions for use. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing this event.